Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
The user facility in (B)(6) reported that during an intraocular lens (iol) implantation, the doctor noticed the iol was broken. The incision was enlarged from 2.2mm to 2.75mm to remove the iol intraoperatively. A new iol was implanted to complete the procedure. The patient's current status is fine.

Manufacturer narrative:
The lens was returned and evaluated. Visual inspection found the lens was torn or cut in half. The haptics were attached to each piece of the optic. Both haptics were bent, with one haptic bent upward, kinked and away from the optic. Due to the damage, functional testing could not be performed. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information user related factors, may have caused or contributed to this event.

Manufacturer narrative:
The lens was not returned for evaluation. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause could not be determined.